Manufacturer narrative:
The device was returned with the stent fully deployed from the system. The cirl research & development engineer actuated the handle and the handle actuated ok. The stent was examined. The crowns on the distal end of the stent were manipulated by the cirl research & development engineer to try and re-inact the issue observed by the user. Two crowns on the stent eventually overlapped when the distal end of the stent was manipulated. However, as the stent was returned fully deployed it was not possible to review the exact issue the user experienced. The cirl product manager confirmed that he had been in contact with the doctor in relation to this complaint. He answered 3 questions the cirl research & development engineer had in relation to this complaint: was it the proximal or the distal end of the stent? The cirl product manager confirmed that the doctor was adamant it was the distal end of the stent that did not open fully. Was there any images available? The cirl product manager confirmed that there were no images available. What was the doctor trying to achieve by twisting the stent? The doctor was trying to manoeuvre the stent to try and get it to deploy and open fully. A definitive cause was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. The customer complaint was confirmed based on customer testimony. Prior to distribution, all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the (B)(4) device of lot c1121353 revealed no discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends. The device was returned with the stent fully deployed from the system. The cirl research & development engineer actuated the handle and the handle actuated ok. The stent was examined. The crowns on the distal end of the stent were manipulated by the cirl research & development engineer to try and re-inact the issue observed by the user. Two crowns on the stent eventually overlapped when the distal end of the stent was manipulated. However, as the stent was returned fully deployed it was not possible to review the exact issue the user experienced. The cirl product manager confirmed that he had been in contact with the doctor in relation to this complaint. He answered 3 questions the cirl research & development engineer had in relation to this complaint: was it the proximal or the distal end of the stent? The cirl product manager confirmed that the doctor was adamant it was the distal end of the stent that did not open fully. Was there any images available? The cirl product manager confirmed that there were no images available. What was the doctor trying to achieve by twisting the stent? The doctor was trying to manoeuvre the stent to try and get it to deploy and open fully. A definitive cause was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. The customer complaint was confirmed based on customer testimony. Prior to distribution, all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the (B)(4) device of lot c1121353 revealed no discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event. Initial complaint description submitted as follows: the evolution&#59397;sophageal stent failed to open distally. The physician attempted to twist the stent to see if that would help but he had to fully deploy the stent and then proceed to remove the stent from the patient. Another evolution&#59397;sophageal stent was placed in the patient.

Manufacturer narrative:
It was indicated that the device involved in this complaint was available to be returned for evaluation but to-date the device has not been received at cook (B)(4). As the device has not been returned for evaluation the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on customer testimony. Prior to distribution, all evolution devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The exact rpn and lot # of the device involved in this complaint was not provided, therefore it is not possible to complete a review of the stent and the relevant manufacturing records for the evo device. From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends. It was indicated that the device involved in this complaint was available to be returned for evaluation but to-date the device has not been received at cook ireland. As the device has not been returned for evaluation the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on customer testimony. Prior to distribution, all evolution devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The exact rpn and lot # of the device involved in this complaint was not provided, therefore it is not possible to complete a review of the stent and the relevant manufacturing records for the evo device. From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The evolution esophageal stent failed to open distally. The physician attempted to twist the stent to see if that would help but he had to fully deploy the stent and then proceed to remove the stent from the patient. Another evolution esophageal stent was placed in the patient.